Event description:
It was reported that the patient's right atrial (ra) lead was unable to be implanted on (B)(6) 2025 due to helix damage confirmed through visual examination. The ra lead was replaced and successfully implanted. The patient remained stable.

Manufacturer narrative:
The reported event of helix damage was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the lead to be bent, consistent with procedural damage.